Event description:
Caller states on two different days the customer was unable to test his blood glucose while having low blood glucose symptoms due to device errors on the advantage system. The location of the first incident is unknown; the second incident occurred while the customer was at a store. During both events, the customer received unknown professional medical treatment for hypoglycemia and his low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.